Manufacturer narrative:
(B)(4). Concomitant products - 00780401520, straight shell inserter, 61516481. Reported event was confirmed by review of received shell inserter. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2017 - 06719.

Event description:
It was reported that during a hip arthroplasty the inserter instrument fractured leaving a piece in the acetabular shell. The surgeon removed the shell and used another shell to complete the procedure. Attempts have been made and additional information on the reported event is unavailable.